Event description:
(B)(4). My second year with this device things have been crazy. I have had really bad headaches, joint pain in my legs arms neck an back. I have scoliosis but it was pain I could tolerate now I'm having backache even more stiffness in my back . The left side of my face tingles often it feels like a burn on my skin . Heavy bleeding pain in the pelvic area bloating in the stomach . I don't have any insurance to have the essure removed at this time .